Manufacturer narrative:
Additional information. Complaint is confirmed. Visual inspection identified the distal tip of the flutes of the returned drill bit had broken off. No more components from the internalbrace¿ implant system, ligament augmentation repair, biocomposite, with jumpstart® dressing had returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/28/2024, it was reported by a sales representative via phone that an ar-1788j-cp internalbrace implant system had an issue during an ats lateral ligament reconstruction procedure on (B)(6) 2024. The surgeon was using the 3.4 cannulated drill bit, and after drilling one cycle, the k-wire and the ankle started shaking a bit. The 3.4 cannulated drill bit was removed, and before drilling again in the tibia, the surgeon notice that the tip of the device was broken. X-rays had been taken before and and again afterwards, and no metal piece was found in the talus bone or inside the patient. They were trying to locate a metal piece on the floor, but it could not be found either, so it was assumed that it might have been damaged out-of-box, but had initially not been noticed. Another 3.4 solid drill bit was used to complete the procedure successfully, and there was no harm to the patient. A case delay of 20 minutes was reported, and there was no additional anesthesia administered to the patient. This occurred during use with no patient harm.